Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hunting in a tree and received a no delivery alarm. His blood glucose was 596 mg/dl. The customer treated via insulin pump bolus. Troubleshooting occurred for the no delivery alarm. The device was able to prime without incident. The customer was advised that the site may have been occluded. The insulin pump was not returned or replaced.